Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that while the patient was at the rehab facility, the healthcare providers could not attach the battery to the one of the ports. They changed the controller to the back-up controller. During the evaluation by the clinical specialist, bent pins were found. No power loss occurred because the one port was operational. According to the clinical specialist, it is likely that the bent pins occurred due to excessive force as the patient had altered mental status. There was no reported effect on the patient.

Manufacturer narrative:
The controller (con101437) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection and functional testing as a result of several bent pins inside the controller's power port one (1). The manufacturer has an open investigation for this anomaly of damaged connector pins. Analysis also revealed that the device had a loose power port 1 connection due to a displaced o-ring gasket. Additionally, the controller serial port o-ring gasket was displaced with a loose internal locknut. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer and supplier have an open investigation for controllers loose connectors. The most likely root cause of the reported issue can be attributed to a forced or improper connection to the port causing the pins to bend. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.